Manufacturer narrative:
An isi field service engineer (fse) was dispatched to investigate the reported event. The fse performed carriage friction and carriage strength tests. The system was tested, verified ready for use, and no part replacement were required. The sureform stapler 60 used during this event was requested to be returned but has not been received for failure analysis investigations at this time. A follow-up MDR will be submitted if additional information is obtained. The complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted sigmoid colectomy procedure, the procedure was converted to open. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a multiport da vinci-assisted sigmoid colectomy surgical procedure, the customer kept getting a 'possible failure detected while unclamping' message after using 2 separate sureform stapler 60 instruments. The staplers fired successfully and there were no issues with stapler lines. Technical support engineering (tse) reviewed logs and found 22030 errors for each unclamping event. Tse informed the customer that the drape or the universal surgical manipulator (usm) was possibly the root cause. Tse dispatched a field service engineer to the site and suggested sending the staplers back to intuitive for failure analysis. The customer converted to open since they were unable to continue trouble shooting to determine root cause. The procedure was converted to open surgery with no reported injury. Follow-up attempts have been performed to request additional information related to the reported event. As of the date of this report, no further details have been obtained.